Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: lateral thoracotomy for epicardial pacemaker placement in patients with congenital heart disease. Interactive cardiovascular and thoracic surgery. 2018; 26(5):845-851. 10.1093/icvts/ivx379. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a lateral thoracotomy approach for epicardial pacemaker placement. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were complications after system placement including bleeding and one case of required pocket revision.¿ the article also reports patients experienced pleural effusion, pneumothorax, fluid overload requiring diuresis, respiratory insufficiency, pain, and exacerbation of protein losing enteropathy. The status of the leads and devices is unknown. Further followup did not yet yield any additional information. No patient complications have been reported as a result of this event.